Event description:
A medtronic representative reported that, while in a surgery, a biopsy guide joint could not be locked and accuracy could not be stabilized. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA was received, but scrapped due to unclear return package markings. No testing was performed.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. RMA opened. Suspect device not yet returned to manufacturer for further evaluation.